Manufacturer narrative:
No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on march 17, 2016, (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The product was used off-label not according to the information for use. The initial reporter was unable to provide additional patient/event details. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was leakage around the tubing of a flexi-seal signal device while inserted in a patient in the intensive care unit. The patient was in bed being repositioned when stool leakage occurred around the tubing. The nurse deflated the balloon by removing 30cc of water and repositioned. After repositioning, the nurse realized there was additional water in the retention balloon and removed an additional 25cc of fluid. The nurse reinflated the retention balloon with the "correct amount of fluid of 30cc into the balloon without difficulty and without any further leakage around the balloon." No patient harm resulted due to the reported malfunction.